Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the subject meter was reading inaccurately erratic a couple of months prior to contacting lfs, ¿around (B)(6) 2015¿. The patient was unable to provide any results. The patient manages her diabetes with insulin pump therapy. She reported that in response to obtaining the alleged inaccurate readings, she consumed more food/drink. She reported that ¿within 2 hours¿ of the start of the alleged issue, she developed symptoms of ¿dizziness and passing out¿. The patient indicated that she consumed glucose and food to treat her symptoms. She denied that she used any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the meter was set to the correct unit of measure. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, she did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.